Manufacturer narrative:
(B)(4)

Event description:
A manufacturing representative reported that high impedances were measured on the patient's right implantable neurostimulator (ins). Impedances were measured to be 9,000 ohms on c-0 and 11,000 ohms on c-1. It was unknown what factors may have led or contributed to the event. Diagnostics/troubleshooting included the impedance test. The issue was not resolved at the time of report and surgical intervention did not occur. It was further reported the patient didn't experience any falls or trauma. They didn't have any particular symptoms linked to the high impedances. The stimulation had been changed and the high impedance contacts had been avoided. They had bipolar programming. The electrodes with high impedance weren't used for programming, other contacts were used. No further actions were taken. It was not possible to investigate further because case history had worsened a lot because of the progression of the patient's illness. As of the time of report, no action would be taken, no revision or change in programming because the priority was to compensate the patient. [Non-complaint information was omitted from the event description; see general text].